Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed an out-of-range shock lead impedance at 152 ohms on the right ventricular (rv) lead. Technical services (ts) has been requested to review and at this time no additional information has been received. The battery longevity is normal and other lead measurements are satisfactory. The device and rv lead remain in service. No adverse patient effects were reported. Additional information received advised there has been a gradual rise in the shock lead impedance measurement. Currently, the shock impedance measurement is averaging between 100 and 110 ohms. Ts reviewed the impedance trend on the other leads, and all pace impedance trends are within normal range and the right atrial (ra) lead and left ventricular (lv) lead show no real indication of rising. Ts did note, the rv pace impedance is well within normal range, however it does show a slight upward increase around a similar time as the gradual rise in shock impedance in september. Ts recommended continued monitoring. At this time, the device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation results: the device remains in service; therefore, a technical analysis could not be performed. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed an out-of-range shock lead impedance at 152 ohms on the right ventricular (rv) lead. Technical services (ts) has been requested to review and at this time no additional information has been received. The battery longevity is normal and other lead measurements are satisfactory. The device and rv lead remain in service. No adverse patient effects were reported. Additional information received advised there has been a gradual rise in the shock lead impedance measurement. Currently, the shock impedance measurement is averaging between 100 and 110 ohms. Ts reviewed the impedance trend on the other leads, and all pace impedance trends are within normal range and the right atrial (ra) lead and left ventricular (lv) lead show no real indication of rising. Ts did note, the rv pace impedance is well within normal range, however it does show a slight upward increase around a similar time as the gradual rise in shock impedance in september. Ts recommended continued monitoring. At this time, the device and leads remain in service. No adverse patient effects were reported. Additional information received advised the device alerted for a high out-of-range shock impedance late last year at 152 ohms. Currently, the shock impedance measured 122 ohms and all other lead parameters were stable. The shock impedance alert was reprogrammed from 150 ohms to 175 ohms and the first shock in ventricular tachycardia (vt) zone was also reprogrammed from 31j (joule) to 41j. The device report was sent to technical services (ts) for review and ts provided troubleshooting and device programming information. At this time the device will be monitored, and the patient will be seen in three months for a follow up appointment unless a closer appointment is needed. The device and leads remain in service. No adverse patient effects were reported.